Manufacturer narrative:
On-site investigation was performed by nurse. The claimed issue was not reproduced. No part was replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Device's logs were not provided. Issues with delivery of set volumes can be noticed by activation of several clinical alarms during ventilation, as an indication of difficulties with ventilating the patient. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The cause of the claimed issue in this customer product complaint has not been determined, as the source of the issue is unknown.

Event description:
It was reported that the ventilator had an issue with delivery of set volumes. There was no patient harm. Manufacturer's ref. #: (B)(4).